Event description:
It was reported that atl cage loss height and backed out.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies. X-rays showing implant's position and expansion height are not available. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that atl cage loss height and backed out.